Manufacturer narrative:
Sample is unavailable for evaluation. Without such evident to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
Physician reports that once the device is used, no sample is taken. And in one of the three used units, the doctor saw recoil of the tap that holds the sample with the danger of tearing for the patient. Hospital needs a letter explaining the root cause of the incidents and wacrees needs credit note per 3 units of the same reference.

Manufacturer narrative:
According to the product experience report, there were no sample available for return. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, the results of this investigation are inconclusive and determining a definite root cause and corrective action is not possible.

Event description:
Physician reports that once the device is used, no sample is taken. And in one of the three used units, the doctor saw recoil of the tap that holds the sample with the danger of tearing for the patient. Hospital needs a letter explaining the root cause of the incidents and wacrees needs credit note per 3 units of the same reference.